Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged black particles in the device. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.an internal visual inspection was completed by the manufacturer. The manufacturer found evidence of unknown contaminant on the top enclosure, ui panel, rear panel, and bottom enclosure, an unknown dust contaminant on the blower cap,blower, blower seal, and blower box, liquid ingress on the blower and blower box. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer concludes the contaminates found were consistent with unknown contaminant on the top enclosure, ui panel, rear panel, and bottom enclosure, an unknown dust contaminant on the blower cap, blower, blower seal, blower box and liquid ingress on the blower and blower box inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.